Event description:
It was reported that the customer was attempting to give themselves a bolus when the numbers begun to go up on their own. Customer received a battery failure alarm as well as a button error alarm that they are unable to clear. Customer's blood glucose reading at the time of the call was 198 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.